Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to (B)(6) 2014. The pad-pak was removed during this time for 17 days. The device recorded failed self-tests due to a low battery on (B)(6) 2014 and remained in fault mode until (B)(6) 2014 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between (B)(6) 2014 and (B)(6) 2015. The device failed a self-test due to a low battery on (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device was beeping with memory full prompt.